Event description:
N/a

Manufacturer narrative:
(B)(4). The catheter was received for evaluation. Review of the history device records conformed to the specifications when released to stock on the 23rd november 2018. Failure analysis - the catheter was irrigated, through the inlet and then through the outlet, no occlusion noted no biological debris noted. The catheter was leak tested, through the inlet and outlet of the catheter, the catheter is leaking at the level of the cut. The root cause for the ruptured catheter is probably due to a sharp or pointed object coming into contact with the catheter.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim peritoneal catheter was implanted via v-p shunt to treat a subarachnoid hemorrhage (sah). The peritoneal catheter was ruptured when it was pulled to pass through the outer tube during the procedure (the end of the catheter was fixed by suture). The issue occurred twice. Therefore, it was replaced with a new catheter and the procedure was completed. The event lead to surgical delay within 30 minutes with no consequences for the patient.